Event description:
Device 3 of 3; reference MFR report#3006705815-2019-00203, reference MFR report#3006705815-2019-00208. Follow-up information revealed the patient is no longer on antibiotics and no future follow-up with infectious disease was needed and no surgery was required.

Event description:
Device 3 of 3. Reference MFR report# 3006705815-2019-00203. Reference MFR report# 3006705815-2019-00208. It was reported that the patient experienced infection (site of infection is unknown). Patient was given 2 antibiotics. Per physician, cultures were negative for infection. Reportedly, patient was sent home with a PICC line and infectious disease consultation.